Manufacturer narrative:
The reader (B)(6) was returned. The reader was received in a de-cased condition; therefore, a complete external visual inspection of the fully assembled device could not be performed. The reader did not power on when actuated via the power button, test strip insertion, or usb cable connection. When connected to a pc using approved software, the system was unable to recognize the reader. A visual inspection of the usb/charging cable was performed, and no visible damage or abnormalities were identified. Electrical testing did not identify any opens or shorts. The usb/charging cable met testing requirements. The adaptor was not returned. A visual inspection of the reader's printed circuit board assembly (pcba) did not reveal any obvious physical damage. However, discoloration consistent with thermal damage was observed on the casing of component u5. Due to the reader¿s inability to power on, extraction of reader logs was not possible. The returned battery was found to have insufficient charge to power the reader. A known-good battery was installed to support further evaluation. Thermal imaging was used during testing and indicated elevated temperature at the u5 component relative to expected operating conditions. Despite replacement with a known-good battery, the reader did not respond to button activation. Based on the observed thermal discoloration on u5 and abnormal thermal behavior during testing, the failure appears consistent with a malfunction of the battery management ic (u5) chip. This condition may have contributed to the reader¿s inability to power on. No additional failure mechanisms were identified during the evaluation. The complaint is therefore considered confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history record (DHR's) for the libre reader and kit pack DHR for cable and adapter were reviewed and the DHR showed the libre reader passed all tests prior to release and correct cable and adapter was part of the kit pack. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device did not power on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product has been returned and is currently undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device did not power on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.